Event description:
Baxter mexico reported a total of 35 pt's (known and unknown lot number) from the same facility experienced "broken"minicaps and 8 out of 35 pt's reported peritonitis. Per baxter mexico, some pt's were using "expired" products. (Similar report filed for unknown reported lot number, i.e. Na01. MFR's report number 1423500-1998-00116.)